Manufacturer narrative:
Follow-up #1 date of submission 09/01/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are unresponsive. There was evidence of corrosion found under all key contacts. Evaluation revealed a keypad leak and moisture damage on the pcb.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's father reported that the patient jumped into the pool and the pump is not working. He states the buttons were not activating desired pump functions when pressed. The reporter stated that he could not confirm the verification screen or move the highlight cursor on the screen. At other times, the highlight cursor was scrolling on the screen after a button press. He said the buttons feel normal and spring back.